Event description:
It was reported the pt had pain at the ipg site, and requested for the scs system to be removed. F/u identified the normal pain pattern was under control and the pt was to have testing in the future. The physician planned to explant the system at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.